Manufacturer narrative:
The customer returned the suspected contour next ez meter for evaluation. However, the suspected contour next test strips and contour next control solution were not returned. Therefore, in-house testing was performed using the returned meter with in-house contour next test strips and in-house contour next control solution from lot # 9bv2g36, which gave satisfactory performance. All control readings obtained during in-house testing were properly marked in meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that she ran control tests on the contour next ez meter and obtained following readings: 186 mg/dl, 206 mg/dl, 181 mg/dl, 201 mg/dl, and 190 mg/dl. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter kit and test strips were sent to the customer.